Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated age- patient reportedly in 50s. (B)(4). The device was not returned for analysis, which would have aided in determination of the root cause. Difficulty deploying the clip appears to be related to the inability to fully split the sheath. The most probable cause for the difficult to split the sheath is related to the material used to manufacture the sheath. Abbott vascular conducted root cause analysis and determined the issue may be related to manufacturing. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that an arteriotomy closure of the lightly calcified left common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional endovascular runoff procedure. Reportedly, the starclose se clip was deployed and was found on the end of the device. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.